Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls tuberculin barrel was bowed, making it difficult to move the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid vaccination. According to the customer's report, the barrel was bowed and it was difficult to move the plunger rod."

Event description:
It was reported that the syringe 1ml ls tuberculin barrel was bowed, making it difficult to move the plunger. The following information was provided by the initial reporter, translated from japanese to english: "the customer uses this product for covid vaccination. According to the customer's report, the barrel was bowed and it was difficult to move the plunger rod."

Manufacturer narrative:
H6: investigation summary: three photos and two samples with open packaging were received by our quality team for evaluation. The samples were subjected to barrel bow measurement and breakout and sustaining force test. The results showed plunger breakout and sustaining force is within the product specification and one sample failed the barrel bow measurement. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. This nonconformance occurred at the molding machine. At this machine, there is a bubbler tube which flows water for cooling the molded parts through the core pin. The probable root cause could be due to the bubbler tube being choked which caused an insufficient water supply to cool the barrel which resulted in bowed barrel. The preventive maintenance list will be updated to include checking and clearing all bubbling tubes every three months instead of six months. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.